Event description:
It was reported that the patient experienced an event hyperglycemia with positive ketones, requiring two emergency room visits and treatment with IV fluids, saline, insulin, and zofran on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380.